Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use not reported. The patient was having a problem with their pump. The patient was upset. No drug, indication for use, device information, the pump issue, cause of the issue, patient symptoms, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.